Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that during use of the hypodermic needle for patient injection, the needle separated from the syringe. No adverse effects to patient or clinician reported.